Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a heart procedure the right ventricular (rv) lead exhibited a undefined unipolar and bipolar impedance qualified as high, polarity switch and short v-v intervals. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.